Manufacturer narrative:
It was reported the patient experienced an infection. A skin flap revision is planned; however yet to occur as of the date of this report.

Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on january 22, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient underwent skin revision surgery regularly due to skin overgrowth at the abutment site.